Event description:
It was reported that during a percutaneous coronary intervention procedure, the quantum maverick monorail balloon ruptured. The 90% stenosed, severely calcified lesion was located in the non-tortuous left main trunk to the left circumflex. Rotational atherectomy was performed with 1.25mm, 1.5mm, and 1.75mm burrs. Post atherectomy, the quantum balloon ruptured at 12 atms upon the first inflation. The procedure was successfully completed with another of the same device. No patient injuries or complications were noted. Patient status is reported as "good."

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.